Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that the patient's blood glucose has been dipping as low as 1.6 mmol/l during the day with shakiness and irritability. The family member wanted to confirm that the pump was working as the patient's insulin use has dropped 20-40%. The family member confirmed that pump settings were correct. There were no related alarms in the pump history. The bolus history showed boluses of 0.75 units, 0.35 units, 0.25 units, 0.25 units, 0.2 units, and 0.85 units. The family member confirmed that the total daily dose added up correctly. The family member confirmed that the patient was not sick and has not had any change in activity. The family member reported that the health care provider did not find no reason for lows. Customer support advised the family member that no mechanical issues were found with the pump. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.